Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was using the device updater to update the pump, but the update failed and the pump became unusable. The customer's blood glucose level was not affected. It was confirmed that the customer had a back up method of insulin delivery available.